Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Physician had difficulty delivering the 5 french pigtail catheter in front of the was through patients tortuous anatomy. The physician decided to switch to a different pigtail catheter, and during removal, the pigtail curled in the trabeculations and resistance was met. Once the resistance was released, a pericardial effusion sweep was performed via transesophageal echocardiogram. At this point, a small pericardial effusion was noticed. Patient remained stable with a 20 point drop in systolic blood pressure. The effusion continued to progress slowly for which a drain was placed to withdraw 300 cc of fluid. After the effusion was addressed, the closure device was successfully deployed and was fully recaptured without complication. A second 27mm device was used and released. Once all devices were removed from the left heart, protamine was administered. The effusion successfully resolved via echocardiogram. Patient is doing well and has been discharged.